Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact. There was no evidence of the reported problem in the event log. The event log did show no disposable and high-pressure messages. The reported failure was replicated. The device powered up to a double beep. Fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor which caused the issue. The root cause of the event can be attributed to fluid ingression caused by the user. The downstream sensor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device beeps continuously beeping. No patient injury was reported.